Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the pump was not working. It was noted there were no active alarms they were aware of. The pump was used to deliver an unknown drug.